Event description:
Additional information as received that ventricular tachycardia also occurred prior to implantation of the valve and extracorporeal membrane oxygenation (ECMO) was not required. Additionally, mild paravalvular leak (pvl) occurred and mild central aortic regurgitation occurred. The valve gradient was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the patient was paced at 120 bpm and ventricular fibrillation occurred. The valve was then successfully implanted. Complete heart block (chb) was observed, however, the cause and timing of the chb were unknown. Following valve implant, ventricular fibrillation occurred again when the non-medtronic guidewire was in the left ventricle. The patient left the procedure room with the temporary pacing wire in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011625830); product type: 0195-heart valves; product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a permanent pacemaker was not implanted. In addition, medication was provided for the ventricular fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes. Annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, hypotension occurred due to an infold. 1 year following the implant of the valve, moderate paravalvular leak (pvl) was observed. No treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold in the valve frame was first noticed during the second deployment attempt. A procedural delay occurred in result of the infold.

Manufacturer narrative:
A sixth paragraph was added. H6. And additional codes. Let this correction report reflect no valve frame infold nor hypotention occurred related to this patient or suspect valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. During the bav, the patient was paced at 120 bpm and ventricular fibrillation occurred. The valve was then successfully implanted. Complete heart block (chb) was observed, however, the cause and timing of the chb were unknown. Following valve implant, ventricular fibrillation occurred again when the non-medtronic guidewire was in the left ventricle. The patient left the procedure room with the temporary pacing wire in place. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was not implanted. In addition, medication was provided for the ventricular fibrillation. No adverse patient effects were reported. Additional information as received that ventricular tachycardia also occurred prior to implantation of the valve and extracorporeal membrane oxygenation (ECMO) was not required. Additionally, mild paravalvular leak (pvl) occurred and mild central aortic regurgitation occurred. The valve gradient was unknown. No additional adverse patient effects were reported. Additional information was received that during the implant of the valve, hypotention occurred due to an infold. 1 year following the implant of the valve, moderate paravalvular leak (pvl) was observed. No treatment was reported. No adverse patient effects were reported. Additional information was received that the infold in the valve frame was first noticed during the second deployment attempt. A procedural delay occurred in result of the infold. Additional information was received to correct previously reported, incorrect information: regarding a valve frame infold and hypotention - both did not occur.